Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient no longer felt the stimulation, so she decided to go back to the hospital to check the material. An impedance test showed that all 6 pads are in high impedance (40,000 ohms). There were no contributing factors, the patient was very cautious with the material. Surgical intervention will be scheduled soon to replace the lead. Additional information received reported that the lead will be replaced on (B)(6) 2026.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# va33ywr009 implanted: (B)(6) 2025 explanted: (B)(6) 2026 product type lead, ubd: 03-apr-2029, UDI: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that lead replacement occurred on 2026-feb-12 as planned. Lead replacement resolved the issue. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# va33ywr009; implanted: (B)(6) 2025 product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) ubd: 03-apr-2029, UDI#: (B)(4). H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.